Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during an open caesarean section procedure. The suture was being used for the skin closure. The surgeon was employing the continuous suturing technique. The first pack of the suture was opened, the needle was detached from the suture after the first bite. The customer was unsure if it is dislodged or broken. A second pack of suture was opened and the suture detached from the needle again after the first stitch. The customer is unsure if it dislodged or was broken. In order to resolve the issue and complete the case, a third pack of the suture was opened and applied, successfully stitched up without breaking. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.